Event description:
One touch ultra meter wound not power on. Pt had to visit the e.r. On several occasions to have blood glucose level checked. Pt's family member reported that pt never received medical treatment. Pt was described as shaking and sweating on one occasion. However, pt did not attempt to test while experiencing symptoms. The customer service rep walked pt's family member through troubleshooting. The battery contacts were in good condition, the battery was replaced less than 1 year ago, pt was using the correct type of test strips, and the battery was correctly installed. The pt neither alleged harm nor experienced injury due to the meter. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.